Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to pt injury. Device issue: dislodged stent. It was reported that the stent came off of the delivery catheter when the stylet and stent protective sheath were being removed for preparation. The stent delivery system (sds) did not enter the pt and was replaced with another device. No add'l event or pt info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the sds was returned with no blood visible. There was contrast visible in the inflation lumen. The stent implant was returned dislodged on the stylet covered by an orange protective sheath. There was no other damage noted to the stent implant. The balloon was tightly folded. There was crimp marks on the balloon and between the markers. There was no other damage noted to the sds. A laser micrometer was used to measure the outer diameter of the stent implant. The stent implant outer diameter measurements met manufacturing criteria. Pin gauges were used to measure the inner diameter of the returned protective sheath. Product performance engineering reviewed the incident info and analysis of the returned product. Analysis of the returned product noted contrast visible in the inflation lumen, which is consistent with the product being prepared for use. The balloon was tightly folded, which is consistent with the reported info that the balloon was not inflated. The stent implant was returned dislodged on the stylet covered by an orange protective sheath with no damage noted, confirming the reported stent dislodgement. There were crimp marks between the markers of the tightly folded balloon, suggesting that the stent was originally crimped down in the correct location at the time of manufacture. Potential causes for stent dislodgement prior to use, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, and/or handling of the stent during preparation for use. To help ensure this type of issue is not the result of manufacturing, all sds are 100% inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units are destructively tested to verify stent dislodgement force. A laser micrometer was used to measure the returned stent implant's outer diameters, which met mfg criteria. Pin gauges were used to measure the inner diameter of the returned protective sheath, which also met mfg criteria. As it was noted that there was contrast in the inflation lumen of the returned sds and it was reported that the stent dislodged during sheath removal, it is likely that the sds was prepared for use prior to sheath removal, such that negative pressure may have been applied during sheath removal and contributed to the reported stent dislodgement. There is no indication of a product quality deficiency and in this case, the reported stent dislodgment appears to be related to the operational context of the product. The mfg records for this product were reviewed and did not reveal any non-conformances associated with this lot that could have contributed to this complaint. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. This MDR is considered closed by the product performance group.